Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was higher and the syringe was leaking after she finished testing. Customer also mentioned the cannula from infusion set bent upon insertion. No further information provided.